Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after the heartmate 3 implant procedure, the infection control became stable and the patient underwent rehabilitation. Low flow alarms were noted in the log files on (B)(6) 2022. A computed tomography (CT) image revealed increased fluid collection around the outflow graft and a contrast enhanced CT image suspected a false bump. The patient had seroma around the outflow graft on CT. A thoracotomy procedure was performed and a hematoma, which was found at the anastomotic region of the outflow graft of the heartmate 3 and the nipro external ventricular assist device, was removed along with the seroma. After the surgery, the decreased pump flow recovered.

Event description:
The patient had an infection on (B)(6) 2022 which was confirmed during thoracotomy when an attempt was made to exchange the nipro external ventricular assist device with the heartmate 3. The implant surgery on (B)(6) 2022 was postponed and performed on (B)(6) 2022. The outflow graft hematoma was caused by cracks in the outflow graft and blood leaked through the cracks which formed the hematoma and pseudoaneurysm. The cause of the cracks was unknown. The outflow graft was repaired and had not been replaced. The cracks occurred in the outflow graft. The crack was a little closed to the heartmate 3 side than the site of anastomosis between the external ventricular assist device (nipro) and the heartmate 3 outflow graft. The hematoma was observed at the crack of the outflow graft. Related manufacturer reference number: 2916596-2022-15771 (heartmate 3 sealed outflow graft with bend relief).

Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6), japan. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.